Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that this device and associated lead displayed loss of capture (loc), undersensing and pacing impedances of greater than 2500 ohms. The patient was seen for a revision procedure where the lead was surgically abandoned and replaced. The device was explanted and has been returned for analysis. There were no additional adverse patient effects reported.